Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock on the infusion set tubing side. The customer's blood glucose (bg) level was 265 mg/dl with small ketones and it was addressed with a correction bolus. At the time of the report, the customer's blood glucose level was 188 mg/dl. However, the customer was unsure if the event attributed to the elevated bg level as they stated they have been high lately for reasons unrelated to pump therapy. Reportedly, the customer would prime the air out.